Manufacturer narrative:
(B)(4).

Event description:
During the pump refill, the healthcare provider accessed the cap (catheter access port) rather than the refill septum of the pump. A cap kit was used instead of a refill kit. The pt experienced an overdose with respiratory depression. The device system was used to deliver baclofen. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.